Manufacturer narrative:
One used tracheostomy tube was received for product inspection. Visual inspection observed scuffs and abrasions on the cuff's surface. During functional testing, the cuff was filled with 18 cc of air. The cuff partially inflated, but quickly became deflated. The cuff was re-inflated with air and submerged in water. Bubbles were observed escaping from a cut close to the scuff marks on the device cuff. A review of the device history record and related documents did not show any related manufacturing issues. The cut is consistent with damage due to contact with a sharp object during use. No evidence was found to suggest the reported event was caused by an intrinsic device problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after one hour of use with the listed device, leaking occurred at the cuff. Tracheostomy change was performed without issue. No adverse health outcome resulted from this event.